Event description:
It was reported that after finishing the breast biopsy procedure, while deploying the marker, they felt resistance and the marker would not deploy. They changed markers from the same box and continued to have the issue. They switched to a different box and finished the case. While checking 2 additional markers outside the breast, they noticed that the collagen appeared too large to deploy. She continued to advance the plunger and the collagen would not deploy.

Manufacturer narrative:
(B)(4). The mam3008 applier (a and c) was received in good physical condition and already deployed (without the collagen plug). The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. The mam3008 applier b was received in good physical condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). The mam3008 device d was received with the introducer tube sheared off at the distal tip and the collagen plug was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: (B)(4). Clear tip sheared at distal tip. The mam3008 applier (e and g) was received in good physical condition and already deployed (without the collagen plug). The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (e and g) additional information: (B)(4). The mam3008 device f was received with the introducer tube sheared off at the distal tip and the collagen plug was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information: (B)(4). Clear tip sheared at distal tip.